Event description:
According to the initial reporter: "final run appeared to have endoleak (seemed like type 3 with clear jet of contrast filling aneurysm sac from either flow divider or ipsi gate) -- religned with (another manufacturer's) cuff and vbx -- gap by flow divider not bypassed and leak remained." Relined with (another manufacturer's device) to try to eliminate leak.